Manufacturer narrative:
H3. Device evaluation summary: visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has been broken off consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other - fragments of device in patient's body. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent operation to remove screws which were implanted at l4-5 and to perform fixation again at l1-s1. Intra-op, the tip of the screw driver broke while screw of diameter 8.5x45 was being inserted into the pedicle on the right of l5. The inner shaft and outer sleeve were disassembled at the same time that the tip of the product was broken. Due to the structure of the product, the inner shaft and the outer sleeve would not be separated unless the pin was broken, so it was considered that the pin was broken. It was tried to remove the broken part from the screw, but failed. The broken part remained in the part of the screw which was used to set screwdriver. The tip of the screwdriver broke at the position where it was completely inserted. It seemed that the stopper part of the inner shaft came off at the same time as the driver tip broke, and the inner shaft and the outer sleeve were found to be disassembled. Fragments of the instruments remained in the patient's body and then wound closure was performed by the judgement of the surgeon. There were no further patient complications as a result of this event. There are no plans for additional surgery to remove the fragments of the instruments remained. The o-ring pin was returned after it was damaged and dropped. The shaft tip and the sleeve tip screw thread were damaged and deformed. The shaft tip fragment was not returned.